Manufacturer narrative:
Additional information received indicates that the reported event could not be reproduced by manipulating the battery cables and/or connections. No damage was observed on any of the devices and they had not been dropped. (B)(4). All batteries were evaluated by the manufacturer. Correction on MFR date: (B)(4) MFR date: 02/29/2016, (B)(4) MFR date: 02/29/2016, (B)(4) MFR date: 02/29/2016. (B)(4). It was reported that the patient was experiencing power switching events. The controller and the five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a momentary disconnect and a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Analysis of the data log files also revealed several premature power switching events that were due to communication errors involving (B)(4) and a battery with a serial ID of "0". A battery with a serial ID of "0" indicates that the internal memory that contains the serial ID was sealed, most likely due to a communication error before the smr upgrade. None of the returned batteries showed evidence of a sealed internal memory . The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation, investigating momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involve in this event: battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date: 02/28/2016; product received:02/01/2017. Battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date:02/28/2016; product received:02/01/2017. Battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date:02/28/2016; product received:02/01/2017. Battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date:02/28/2016; product received:02/01/2017. Battery/(B)(4); cat# 1650de; exp. Date: 02/28/2017; mfg. Date:02/28/2016; product received:02/01/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's controller was changing from one power source to the other before the batteries were below a capacity of 25%. He event was not associated with no controller alarms or vad stop events. The devices were exchanged with no reported patient consequence. The issue is reported to have been resolved with the exchange of the devices.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.